Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 321 mg/dl and a bolus was delivered via the pump to address the high bg level. The contact did not know the cause of the high bg. The contact declined tandem technical support's offer to troubleshoot to determine a possible cause of the high bg.